Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) failed the battery run test. The battery had a run time was not within factory specifications. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): the fse replaced the battery then completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1( event site telephone: (B)(6)). Additional point of contact: name : (B)(6). Occupation: biomedical engineer. Email ID: (B)(6). Phone number: (B)(6).